Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Overnight, the patient received six shocks that were not isolated. The device is programmed in primary vector. Smart pass was automatically programmed off due to low amplitudes. An x-ray was performed and confirmed the shocks were inappropriate due to air bubbles near sense b. Tachy therapy was deactivated and the patient received a lifevest. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Overnight, the patient received six shocks that were not isolated. The device is programmed in primary vector. Smart pass was automatically programmed off due to low amplitudes. An x-ray was performed and confirmed the shocks were inappropriate due to air bubbles near sense b. Tachy therapy was deactivated and the patient received a lifevest. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified a small tear in the seal plug. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Review of session files also found wandering baseline artifacts that were consistent with air around the electrode.

Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Overnight, the patient received six shocks that were not isolated. The device is programmed in primary vector. Smart pass was automatically programmed off due to low amplitudes. An x-ray was performed and confirmed the shocks were inappropriate due to air bubbles near sense b. Tachy therapy was deactivated and the patient received a lifevest. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field h6 impact codes. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified a small tear in the seal plug. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Review of session files also found wandering baseline artifacts that were consistent with air around the electrode.

Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Overnight, the patient received six shocks that were not isolated. The device is programmed in primary vector. Smart pass was automatically programmed off due to low amplitudes. An x-ray was performed and confirmed the shocks were inappropriate due to air bubbles near sense b. Tachy therapy was deactivated and the patient received a lifevest. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and returned for analysis. No additional adverse patient effects were reported.